Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag leaked from the lower side seam during compounding or shortly thereafter. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between october 15, 2023 - october 16, 2023. H11: the actual device was received for evaluation. A visual inspection was performed, and it was noted that a leakage spot was identified, which was marked or indicated by the customer with a black marker. A small puncture hole, cut, or tear was observed on the right front side edge of the eva lay-flat film of the product sample. Functional testing was performed, and immediately leakage from the small puncture hole, or cut or tear was observed from the right front side edge. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.